Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed that the cannula distal tip appears to be slightly out of round, indicating possible mishandling. Engineering also discovered a small deformation at the lip of the distal tip, creating a tiny raised edge on the inner diameter. It was determined that the tip deformation has the potential to cause instrument scraping in certain loading conditions. No other damage was found. The site has previously returned scraped instruments where it was determined the scraping was most likely caused by a potentially defective cannula accessory. The following medwatch reports were sent to the FDA regarding these instruments. MFR report #2955842-2007-00040. MFR # 2955842-2007-00220. MFR report# 2955842-2007-00183.

Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site. MFR report # 2955842-2007-00334, MFR report #2955842-2007-00335. MFR report #2955842-2007-00337, MFR. Report # 2955842-2007-00338, MFR. Report # 2955842-2007-00339.